Event description:
Customer reported that the usb port on his insulin pump was loose and damaged, leading to difficulties in updating the pump. There was no adverse impact reported on the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent. Customer will continue to use current pump.